Manufacturer narrative:
The device was returned for analysis. The stylette was present in the tip of the returned device. The stylette was stuck in the device. There was no residue visible on the stylette. The distal tip is stretched. Balloon bond is stretched. Numerous kinks were evident on hypotube. The balloon was inflated within specification. The device failed to deflate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending on using a euphora rx balloon in the patient. No damage was noted to the packaging nor were there any issues noted when removing the device form the hoop/tray. The device was inspected with no issues and negative prep was not performed. The device was not flushed in the hoop. The device was not placed in a bowl of saline to activate the hydrophilic coating. The package was opened by the nurse and removed by the tech. The tech then attempted to remove the stylet to prep the balloon. It is reported that it tore both the techs gloves and physicians gloves trying to get the stylet out. Device was not used in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.